Manufacturer narrative:
MFR site eval: samples received; 3 unopened pouches. Analysis and results: there are no previous complaints of this code batch. The (B)(4) units of this code batch were manufactured and distributed there are no units in stock. Received 3 closed samples. Performed tightness test to the samples received and the units are tight. Tested the needle attachment of the samples received and the results fulfill the OEM requirements. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). The needle is detached from the thread for 2 sutures.